Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to migration of the electrode array. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2014. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2014.

Manufacturer narrative:
This report is filed april 28, 2014.